Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: apr 8, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that during a revision surgery with hardware removal on (B)(6) 2017, as the surgeon was removing the previously implanted tibia nail and four (4) 5.0mm locking screws, it was revealed that the extraction screw instrument was stripped. Another instrument was available in the operating room to complete the surgery. The revision surgery was completed successfully with no delay. No fragments were reported. Patient is in stable condition. Please also see related complaint, (B)(4) that addresses and reports the reason for revision surgery. Concomitant devices reported: 5.0 mm locking screw: (part # unknown, lot # unknown, quantity 4) tibial nail: (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development investigation was performed on the subject device. This complaint is confirmed. The extraction screw was received intact but with the distal tip damaged / stripped. The threads show wear and flattening. The damage on the returned reusable extraction screw is consistent with cross threading. Per the technique guide, bony ingrowth and tissue must be removed from the end of nail prior to inserting the extraction screw into the nail and the nail is to be extracted using ¿gentle blows with the hammer¿ per relevant technique guide. A visual inspection under magnification, device history record (DHR) review and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already damaged. The returned extraction screw for ti femoral and tibial nails is an instrument used to extract femoral and tibial nails during explantation. Relevant drawing was reviewed during this evaluation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.